Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking co2 when the instrument was taken out from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.